Event description:
It was reported that intermittent far r wave oversensing causing inappropriate auto mode switches was observed. Programming changes were made. Patient is dependent but was not symptomatic and was fine throughout event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.